Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a (B)(6) male patient subsequent to receiving dianeal pd4 unknown bag therapy (lot number not reported) intraperitoneally (ip) during peritoneal dialysis (pd). On (B)(6) 2009, the patient began treatment with dianeal pd4 unknown bag therapy ip 2 liters one time, 5 liters two times, and 2 liters one time. On (B)(6) 2010, the patient developed sterile peritonitis manifested by cloudy effluent and abdominal pain. On the same date, a peritoneal effluent leucocyte count was done and the results were 1.7 x 10*9 cell/mm*2, and no microorganisms were found. The patient received treatment with ceftazidime 250 mg (route and frequency were not reported). Dianeal pd4 unknown bag therapy was ongoing. On (B)(6) 2010, the sterile peritonitis resolved and the antibiotic treatment ended. Medical history and concomitant medications were not reported. The reporter did not provide an opinion of causality.